Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered a message stating" arm not ready. Remove instrument" and had difficulty removing the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove it again using strong force, which resolved the issue. There was no damage to the instrument, and the user proceeded with redocking and continued the case. The customer called the tse back at a later time and reported that they encountered error 23072 on the set-up-joint (suj)4. Despite attempts to recover from the error, the issue persisted. The tse checked the system log and confirmed that error 100 occurred prior to error 23072. The tse advised the customer to perform a power cycle on the system. The customer decided to convert the procedure to a laparoscopic procedure. There was no reported injury.